Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, based on the information reviewed, a cause for the reported patient effects of pulmonary embolism, vascular dissection, cardiac arrest and subsequent death could not be determined. Additionally, the reported patient effects of pulmonary embolism, vascular dissection, cardiac arrest, and death are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip ntw was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient died. As per the physician, the cause of death was pulseless electrical activity (pa) arrest.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip ntw was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient died.